Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens into the patient's left eye and removed during the same procedure. The lens was removed with no patient injury, incision was not enlarged. The patient had previous vitreous hemorrhage, previous vitrectomy-patient was phakic at time of surgery. Physician was attempting to suture lens to sclera. Unable to perform and opted for a non-staar lens. And no sutures were used to close the wound. Reporter stated this incident was patient related and was not product related.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method: work order search. Results: a visual inspection of the returned product found one loop haptic and half of optic torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no device failure): based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient anatomy and was not lens related. (B)(4).